Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device remains implanted. No date for explant scheduled. Follow up with surgeon to discuss patient status and echo results will be scheduled when echo cd has been provided and the results received.

Event description:
Reportedly, after 51 days from implant date, patient presented with symptoms of mitral regurgitation. Per the surgeon: re-admission in hospital after discharge. Patient has very poor lung function. Symptoms: worsened lung function due to severe mitral valve incompetence greater than + 2 mr. Device remains implanted. No date for explant scheduled.

Manufacturer narrative:
In a phone call with the surgeon, no additional information was provided. No echo cds were provided. No patient information was provided. However, the surgeon indicated that the current follow-up physician is on holiday and not due back for several weeks. In the event the echo cds do become available, he will provide them to edwards. Edwards, in turn, will have a third party consultant interpret the echo files.